Manufacturer narrative:
Investigation summary: received one (1) used a1141 smallbore trifuse ext set for inspection. Tpn fluid residuals were observed inside of the housing of the nanoclave. The set was leak tested per product specifications. There was no leakage, and the internal leakage could not be replicated. The nanoclave was diassembled. No defects or anomalies were found that would lead to the internal leakage observed. The reported complaint could not be replicated but can be confirmed based on the fluid residuals in the housing of the nanoclave. The probable cause of the internal leakage is unknown. No mating devices were returned for inspection. A device history record lot review could not be conducted because no lot number(s) was/were identified.

Event description:
Event occurred regarding 9.5-inch smallbore trifuse ext set w/3 microclave clear, nanoclave (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock where it was stated that "a large wet spot was found under the quad set. The neonatal nurse practitioner (nnp) ordered to restring total parenteral nutrition (tpn) and check a glucose level. When disconnected and flushed through the red port was found to be leaking." There was patient involvement but no patient harm.